Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal intervention on a patient's right sfa, the catheter tip detached. The physician had acquired right ipsilateral retrograde femoral artery access and had negotiated the patient's common iliac bifurcation over a guidewire with the 4f catheter. During catheter removal from the contralateral left sfa, the catheter tip detached within the patients right common iliac artery. To keep the foreign body from migrating further into the patient's periphery, the physician deployed a vascular stent within the iliac artery to successfully pin the foreign body in place. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.